Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance and failure to capture. The patient was presented for the lv lead explant procedure. During the procedure, it was noted that the stylet failed to advance through the lv lead due to blocked lumen of lv lead. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.